Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a trauma plate broke during preparation in surgery. An alternate plate was used to complete the procedure.

Manufacturer narrative:
Product was lost in transit and was not returned for review. The pictures provided show a plate bent directly through a hole and the fracture is in line with the hole. The device history records for the bone plate 187 mm length 6 holes and lower level lots were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combination. The package insert states: under no circumstances should the device be sharply bent, reverse bent, notched, or scratched. When the configuration of the bone cannot be fitted with the components and cerclage system and contouring is absolutely necessary, gentle curvatures, ideally positioned at the midpoint between the set screws, can be achieved. It is recommended that such contouring be gradual and great care be used to avoid notching or scratching the surface of the device. The plate must never be bent directly at the set screw. Bending of the plate to any degree may cause distortion of the cable holes within the plate, making insertion and subsequent crimping of the cable difficult or impossible. It cannot be definitively determined where and how the plate was bent. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.